Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). Journal article citation: yu, j., wang, x., jiang, m., ma, h., zhou, z., yang, l., & li, x. (2018). Comparison of transjugular intrahepatic portosystemic shunt (tips) alone and combined with embolisation for the management of cardiofundal varices: a retrospective study. European radiology, 29(2), 699¿706. Doi: 10.1007/s00330-018-5645-2. [(B)(4)].

Event description:
It was reported in an article from the journal of european radiology titled " comparison of transjugular intrahepatic portosystemic shunt (tips) alone and combined with embolisation for the management of cardiofundal varices: a retrospective study " that in a retrospective study of 82 patients efficacy of tips with and without adjunctive embolisation was assessed. Stent dysfunction occurred in 9 patients, which was defined as stenosis or occlusion confirmed through contrast-enhanced computed tomography; 6 patients experienced gastric varices rebleeding, however, shunt patency was restored with tips revision in seven patients. During the follow-up, 28 patients experienced overt hepatic encephalopathy and 13 patients suffered a recurrent haemorrhages from the varices rupture. The status of the patients was not provided.